Manufacturer narrative:
Device unique identifier (UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device is 4 years and 7 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017, while the patient was sleeping and the lvad system was connected to a power module, pump stoppages occurred. The lvad was switched to battery power and the alarms resolved. An ungrounded power module patient cable was provided for use with the power module. The patient was asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and stated that the pump stoppage could have been caused by percutaneous lead issue or a high current event. The submitted x-ray images showed areas of concern, the percutaneous lead appeared to be stretched at the internal end of the strain relief. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. The entire length of the external portion of the driveline was replaced with no issues. The lvad system was placed on a grounded patient cable after the repair and the alarms did not return. It was reported that the patient would be discharged if no further alarms occurred. An additional log file submitted on (B)(6) 2017 showed no unusual events. The log file data appeared normal. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of pump stop events was confirmed based on the submitted log file; however, a specific cause could not be conclusively determined through this evaluation. The log file contained data from (B)(6)2017 to (B)(6)2017. A pump stop event was captured on (B)(6)2017, which appeared to be associated with the system controller exchange. Another pump stop event was captured (B)(6)2017 when the patient was on the power module, which could have been caused by a driveline issue or high current event. The patient was placed on an ungrounded patient cable. A distal end driveline replacement was performed by a technical services representative on (B)(6)2017. Approximately 19 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A direct correlation between the returned driveline and the reported event of pump stops could not be conclusively determined through this evaluation. Following the repair, the patient was placed on a grounded cable and the alarms did not return. An additional log file was submitted on (B)(6)2017 following the distal end driveline replacement which showed the pump operating as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.